Event description:
The customer was hospitalized with dka. The customer said their bgs have been high for the last three days. The troubleshooting that was conducted indicated the pump was working properly. Technician explained the two high bg rule and instructed to call back for further testing when tubing clamp is received.